Event description:
Ous MDR. After an implantation time of about 20 months, inappropriate therapies due to the detection of noise in the sensing channel have been reported.

Manufacturer narrative:
The analysis demonstrated a rubbed through inner insulation in a distance of some 3.5 cm distal to the ligature marks. In that section, the entire lead body was squeezed and deformed. Also, the connector cable to the ring electrode and the vcs shock coil were found damaged. These damages are supposed to affect both the pacing as well as sensing characteristics of the lead. The analysis did not demonstrate any sign of a material or manufacturing problem. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to abnormal mechanical stress as the result of the subclavian crush syndrome.